Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The oversensing was not reproducible in clinic. The lead was otherwise good and normal. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.

Event description:
New information received indicated that the right ventricular lead was reprogrammed to have tachycardia therapy disabled. No further information available.